Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation found the upstream sensor readings to be out of specification and found cracks on the upstream sensor tail pins, which can cause false upstream occlusion alarms. The failed upstream sensor was replaced. Additional information: cracks, low readings.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.